Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: aspirated 25 milliliters of turbid orange colored fluid; moderate to severe proliferative synovitis with a 2x2 cm pseudotumor on the posterior of the tip of the greater trochanter; moderate trunnion corrosion; an area of osteolysis in the pubis of approximately 1.5 cm in depth. Adapter sleeve and femoral stem added to complaint

Event description:
Litigation papers received alleging that the patient suffers from high concentrations of various metallic elements in his blood.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.